Manufacturer narrative:
A pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial circumferential tear in the balloon material was found confirming the balloon rupture. An examination of the tip, shaft, markerbands and blades found no issues. All blades were present and fully bonded to the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 90% stenosis, was located in the mildly tortuous and non-calcified cephalic vein. During vascular access intervention therapy, a 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon (pcb) was advanced; however, the balloon ruptured during inflation at 10 atmospheres for 30 seconds and was removed. A second pcb of the same size was then used, but it also ruptured during inflation. Despite these device failures, imaging confirmed successful dilatation, and the procedure was completed without patient complications.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 90% stenosis, was located in the mildly tortuous and non-calcified cephalic vein. During vascular access intervention therapy, a 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon (pcb) was advanced; however, the balloon ruptured during inflation at 10 atmospheres for 30 seconds and was removed. A second pcb of the same size was then used, but it also ruptured during inflation. Despite these device failures, imaging confirmed successful dilatation, and the procedure was completed without patient complications.